Event description:
The customer reported that the cannula was deformed. The probe and the light pipe could not be inserted. There was no patient injury reported.

Manufacturer narrative:
The sample is being sent for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 01/09/2009.